Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited loss of capture. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies. An x-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.